Event description:
The consumer reported that the stimulator wouldn't go on and they weren't sure when it went off. The patient stated their back was irritated. The patient mentioned she had been recharging the implant and she has had the implant for a long time and done everything and couldn't get the stimulator working. Troubleshooting was attempted with the programmer but it was unknown what screen the patient was seeing. The patient wanted to meet a manufacturer representative. The indication for use was non-malignant pain.